Event description:
It was reported that the customer experienced an issue with the battery not charging. There was no reported impact to customer's blood glucose. No additional information was provided.